Event description:
The customer reported that the touch screen was unresponsive. The customer reported there was no patient involvement.

Manufacturer narrative:
Follow-up: root cause: failure analysis on the returned user interface assembly shows that the failure with this returned user interface (gui) assembly was isolated to the contamination on the touchscreen.